Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1859, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Additional information received on 11-nov-2015 (ptc investigation result). Consumer had essure implanted when she was (B)(6) after having issues with pregnancy due to being diabetic. She had the procedure done in the office and had issues from moment 1. She had pain, bled daily for almost 8 months. Every time she would go back to the doctor complaining of pain, depression, lethargy, weight gain and an inability to function. She did have her schedule hysterosalpingogram. In (B)(6) 2012 she was admitted to the hospital with severe abdominal pain and she was told that it was all in her head and there was nothing wrong with her. Two days later, she went back to the emergency room in an ambulance. On multiple instances she would go to the emergency room and was accused of being a seeker looking for drugs and not a woman in pain and they gave her pain killers and sent her home because they had no idea what was wrong with her. She had another trip to her gynecologist who wanted her to stick it out to have more tests. After 2 weeks she went back begging him to take them out. In (B)(6) 2012 she had a laparoscopic salpingectomy. She started to feel slightly better. The thing she did not see coming was continued abdominal pain, increased bleeding and continuation of all of her other symptoms. Add into that dangerously low iron count from all the bleeding. She had to have 11 iron infusions to get her levels back to normal. In 2014 she had a novasure ablation to try to control the bleeding. This just made the situation worse causing her unbearable cramping, painful bleeding and the most horrible periods she has ever experienced. In (B)(6) 2014 she went to another doctor for a second opinion she was placed on birth control pills to attempt to control the bleeding with no luck. She went for a transvaginal ultrasound in the beginning of (B)(6) where it was found that she still had a portion of an essure coil still in her body. It was not the entire coil, only a portion of it appeared when the coils and tubes were removed the right coil was cut and a portion was left in the uterus. On (B)(6) 2014 she had a total laparoscopic hysterectomy removing everything but her ovaries. The coil perforated her uterus and lodged into her omentum. She had to have a small portion of her omentum removed as well. She finally almost a year later getting her health back together and getting herself back to a good place. The one thing that she had yet to be able to deal with was the financial ramifications of essure. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, unbearable cramping which resulted in hospitalization and also bled daily for almost 8 months (seen as genital bleeding). She underwent a transvaginal ultrasound and it was found that still had a portion of an essure coil still in her body, the right coil was cut and a portion was left in the uterus (seen as intentional device misuse). She had a total laparoscopic hysterectomy removing everything but her ovaries. The coil perforated her uterus. The coil lodged into her omentum. She had to have a small portion of her omentum removed as well (seen as peritoneal perforation). All these events are serious and listed in the reference safety information for essure. Internal organs perforation may occur with essure due to device migration. In this case, the exact date and the mechanism of perforation and consequently the peritoneal perforation are not known. Based on the nature of the events and considering that a temporal relationship is implied, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.